Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): w1dr01 ipg, implanted: (B)(6) 2018, 5076-45 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been assisted out of the bed and to the restroom when telemetry showed roughly 10-12 beats of non-capture. Patient fell due to the drop in heart rate. Chest x-ray right ventricular (rv) lead was pulled back entirely. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient had fracture of the supraorbital process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the dislodgement caused heart block and the patient to fall and break their neck. No further patient complications have been reported as a result of this event.